Manufacturer narrative:
Device was used for treatment, not diagnosis.manufacturing evaluation was completed. American manufacturing technologies, inc. Manufactured the drill stop for 357.403. Tfn, p/n 357.405, and lot number 4437112. The plunger button functions easily with little resistance. The plunger hole feature that engages to the stepped drill bit showed scratches and rub marks on the inside and edges. The complaint condition (drill stop does not hold at the specified depth, it slides on the stepped drill bit) is due to an unknown cause. The lot initially conformed to all requirements per the certificate of compliance and was inspected / conformed to the synthes inspection sheet number ip.357.405.20. Based on the evaluation performed and the unknown cause, this complaint is deemed invalid from a manufacturing position.

Event description:
It was reported that two instruments are worn and did not perform properly during a trochanteric hip fracture surgery. The drill stop does not hold at the specified depth, it slides on the stepped drill bit. The surgeon was able to complete the procedure using the complained items. There were no broken fragments, nothing to retrieve. Patient status/outcome following the surgery was reportedly good. The is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and it is not implanted/explanted. The manufacturing documents were reviewed, (B)(4) manufactured the drill stop, p/n 357.405, lot # 4437112, per po # (B)(4), dated (B)(4) 2002, for (B)(4) parts. The supplier¿s certificate of compliance (dated september 04, 2002) and the heat treat certification (dated july 31, 2002) indicates the parts were manufactured to p/n 357.405 and met the required specifications. The lot was inspected and conformed to the synthes ¿ (B)(4) inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot. Subject device has been received and is currently in the evaluation process. Placeholder.